Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) failed pim test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. (B)(6) 2024: from checking the calibrated all manifold tests, it was found that patient (pneumatic) interface module tests: fail - in the calibration of other parts, it passed normally. The problem was found during preventive maintenance in service contract 2/2. Solution: - the company has ordered the spare parts pneumatic module assembly 1 ea. (New spare parts) to check the symptoms initially. If it can be fixed, the company is willing to replace the spare parts before ordering later. (B)(6) 2024 interface module tests: fail. Fix the symptoms by changing the pneumatic module assy, rohs. Part: found that pim test: pass leak diff prs. (Mmhg) = -7 found that the normal cause is due to the pneumatic module set leaking inside. The company has sent the price quotation document with a discount to the hospital for consideration. (B)(6) 2024: replace spare parts pneumatic module assy, rohs. Pim test: pass, all manifold test: pass. Iabp cardiosave ready to use.

Event description:
N/a